Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed/ abnormal bleeding (general)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pilonidal cyst. Concomitant products included levofloxacin (levora). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia"), urinary tract infection ("bladder/urinary problems uti"), fatigue ("fatigue"), migraine ("migraines"), cystitis ("bladder infection") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). In 2013, the patient experienced vaginal discharge ("vaginal discharge") and hypoaesthesia ("numbness of hands"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condition/problem"), breast tenderness ("breast tenderness"), dyspepsia ("hearburn") and abdominal distension ("bloat"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and hypoaesthesia was resolving, the genital haemorrhage had resolved and the abdominal pain, back pain, dyspareunia, fibromyalgia, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, nervous system disorder, weight increased, vitamin d deficiency, breast tenderness, cystitis, vaginal infection, dyspepsia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, breast tenderness, cystitis, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, migraine, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, genital bleeding, fibromyalgia, uti, vaginal discharge, vitamin d deficiency. Current weight 176lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet received. Events per pfs: breast tenderness, bladder infection, vaginal infection, numbness of hands, heartburn and bloat. Outcome for hand numbness and bleeding were recovering no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia"), urinary tract infection ("bladder/urinary problems uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neuro condition/problem") and vitamin d deficiency ("vitamin d deficiency") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, fibromyalgia, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, nervous system disorder, weight increased and vitamin d deficiency outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vitamin d deficiency and weight increased to be related to essure. The reporter commented: received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, genital bleeding, fibromyalgia, uti, vaginal discharge, vitamin d deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleed, fibromyalgia, bladder/urinary problems uti, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, migraines, headaches, neuro condition/problem other, weight gain were added. Outcome of event genital bleeding had recovered/resolved. Reporter's information, patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.